Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data did not indicate system error. There are no known cause for the discordant hcg result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A low discordant immulite 2500 hcg result was obtained on a pregnant patient sample. The discordant initial result was reported to the physician and questioned the result. Patient sample was diluted and repeated assay run. The diluted sample results were reported in much higher values. The discrepant result did not altered patient treatment. There was no report of adverse health consequences due to the discordant hcg result.